Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse was able to confirm error 25521. The master tool manipulator right (mtmr) was replaced to resolve the issue. The system was tested and verified as ready for use. The mtmr has been returned for evaluation. The reported failure error 25521 along axis 8 / gimbal grip was unable to be reproduced, but could be confirmed as having occurred via field error logs. Visual inspection was performed. The arm was installed onto the system and powered up. Sine cycle and a test drive were performed without any issues. Tests performed via diagnostic test engineering (dte) and matlab, passed. The embedded serializer for master handle (esmh) printed circuit assembly (pca) will be replaced as a precaution. No issues found with the mtmr. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or procedure video was provided for review. A review of system logs confirms the reported error. This complaint is being reported based on the following conclusion: system unavailability after start of a surgical procedure could lead to the procedure to be converted and may lead to an injury due to the patient¿s inability to tolerate a conversion. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted gynecology surgical procedure, arm 4 was not lit and unresponsive. Technical support engineer (tse) reviewed the logs and found an error 25521 fault pointing the right master tool manipulator (mtmr). Artemis showed the system only configured with one mtml. The live logs showed that the user disabled mtmr after receiving the fault. The customer advised that they had power cycled the system and restarted, but the error returned. Tse asked if the customer had a separate console. Customer was able to obtain a surgeon side console (ssc) from another room, connect the ssc to the system, and restarted without further issue. Customer continued with the procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer reported that during case set up, the system did have an error that was cleared by a system reboot. The customer docked and started the procedure with no issues. Then at some point during the procedure, arm 4 became unresponsive. They troubleshooted with tech support but could not resolve the issue. They brought in another ssc and completed the procedure with no report of patient injury. Information regarding patient demographics, relevant testing, and medical history was requested, however the reporter was only able to disclose that the patient was a (B)(6) female.